Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had cut the final line with a scissors and threw away the final bag. The final line clamp was open at the time. The technical services representative reviewed proper procedures and assisted the patient to end therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the cassette tubing was cut. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.